Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported low blood glucose of 48 mg/dl; he treated with food. Customer stated he was receiving calibration errors. Sensor age reset to 0 day and customer received 2 cal errors but no change sensor. Customer stated that it is possible that when he tried to start a new sensor, he received a message saying new sensor aborted. Last blood glucose value is 91 mg/dl. Nothing further reported.